Event description:
It was reported that a patient with saline mentor smooth round high profile breast implants experienced bilateral capsular contracture baker grade ii/iii post-operatively, which was confirmed during a physical exam. As a result, the patient underwent device removal. This report is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. According to the revision carried out on (B)(6) 2025 for lot number 9599497. Non-conformances were found with number (B)(4) related to device malfunction: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).